Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the waste tubing was crimped. The fse reversed and trimmed the ends. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause for this event is a crimped waste tubing from mainfold to 3way valve.

Event description:
On (B)(6) 2015, a customer reported an overflow error on the aia-600ii instrument. The customer stated that all caps were secure but liquid was on the left side of the instrument. The customer is unable to run patient samples on cardiac troponin I (ctnl2). On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.